Event description:
It was reported that during central processing, after cleaning the fenestrated bipolar forceps (fbf) clamp in an ultrasonic washer, a partial break in the cable was observed. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.